Manufacturer narrative:
Weight: unk race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens -03.00/+1.5/048 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2019. The patient experienced a refractive surprise, glare/haloes and blurred vison. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens -03.00/+1.5/048 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2019. The patient experienced a refractive surprise, glare/haloes and blurred vison. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.